Event description:
Customer reported that the insulin pump received an error alarm. Customer stated that the insulin pump may have been dropped recently. Customer initially reported that the drive support cap looked flush, then reported that it did not look flush. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a cracked end cap. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, and a cracked reservoir tube. No alarm was noted for a loose drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).